Event description:
Caller alleged discrepant results using the inratio meter. Pt had a z-pack of antibiotics about a month or more ago to a sinus infection.

Manufacturer narrative:
Discrepant results (precision) comparison of inratio test results as follows: date : (B)(6) 2011, inratio: 6.4, inratio: 5.5, mean: 5.95, sd: 0.636, %cv: 10.7, result: pass. Since %cv is less than 20%, inratio meter results pass the criteria for precision. The results are not considered discrepant beyond the documented variability for pt/inr testing. User did not specify exact time difference between testing, and it is possible that results obtained (B)(6) 2011 were greater than three (3) hours apart. Add'l external factors could have influenced test results and contributed to any observed inconsistencies. User reported add'l results from multiple different dates of testing. A maximum of three (3) hours is determined reasonable for comparison of pt/inr results from both poc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. For this reason, no further comparison analysis of these add'l reported results is appropriate. In-house therapeutic donor testing has been performed on reported lot #243104on (B)(6) 2011. The minimum two out of three replicates for each donor are within the acceptable bias for accuracy. Both donors produced % cv less than 20%. Precision criteria has been met. Product performed as expected. No further investigation is necessary. Conclusion: analysis of the client's data from repeated inratio tests revealed that test result comparison met precision criteria. No product was expected to be returned. Retained strip test result comparison met precision criteria. (B)(4). This reaches the action threshold of (B)(4). Note brick lot number 246544 has strip code z45bu; material was split into two different lots. Lot # 243104 into 12 packs (smaller lot). Lot #251117 into 48 packs (larger lot). (B)(4). Due to this low occurrence rate, below the action threshold of (B)(4). Corrective action is not required at this time.